Manufacturer narrative:
Pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to verify motor error alarm due to failed battery test alarm. Motor passed the motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error and failed battery test alarm. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.